Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of an indeterminate endoleak due to a lack of relevant imaging. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be under surveillance pending a diagnostic angiogram. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Reportedly, the patient was diagnosed with renal insufficiency prior to the initial ovation implant (pre-existing and non-aaa-related). The ovation stent graft system landed and deployed as expected during the initial procedure. Approximately three (3) years post op, the routine follow-up non-con CT identified aaa sac growth from 6cm to 7cm compared to the previous year in addition to a possible type 1b or type ii endoleak. The patient is being monitored.